Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening on the diaphragm valve side assessed as cracked valve seat diaphragm valve. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. White particle observed on the inside device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Physician reported right side deflation. Device has been explanted.